Event description:
2005: this device has not been returned to lifescan for product analysis. Lot# 2531463 of the retain test strips were tested and they failed visual testing due to a strip cut issue. At this time, co considers this matter closed.